Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. Blood glucose reading was 419mg/dl. The customer stated they couldn't stand up for very long and wasn't really thirsty. The high event was caused by an unknown sensor glucose reading triggering threshold suspend. The customer was treated with an IV while in the hospital. Troubleshooting for the customer¿s high blood glucose was performed and the sensor triggered threshold suspend. Neither the insulin pump nor the sensor will not be returned for analysis.